Event description:
A malfunction was reported on the pump, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Customer support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump but should call back if any issues arise.